Event description:
The patient stated that he has been experiencing low bgs for the past two months, and feels that it's the pump. The patients bg was 43 mg/dl, and was treated with food. Troubleshooting was performed, and the pump was programmed correctly. No damage to the drive support cap noted. The reservoir volume was accurate. The pump was not exposed to high magnetic fields. Advised that the pump seemed to be functioning properly, but the patient was not comfortable with it. Advised that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with multiple boluses and all registered properly in the daily history and also matched properly with the units left on the status screen. No bolus anomaly or history anomaly was noted. The insulin pump had a cracked case at display window corners, a cracked reservoir tube lip and minor scratches on the display window.